Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested.

Event description:
A surgeon reports that during a postoperative visit, he saw a plastic thread between the intraocular lens (iol) and the posterior capsule. The surgeon reports the thread is on the visual axis and so, the patient's vision is impaired. Additional information has been requested.